Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. However, due to insufficient information and part returns, the engineering team was unable to determine the root cause of this failure. An internal screw was tightened to resolve the issue and no additional similar problems have been reported post repair. Actions are underway to ensure the necessary information and parts are received to further investigate if this issue does recur.

Event description:
The customer reported an incident where the swivel mechanism of their affiniti cvx ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. A philips service engineer tightened an internal screw to repair the system. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Event description:
The customer reported an incident where the swivel mechanism of their affiniti cvx ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. A philips service engineer tightened an internal screw to repair the system. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.